Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board. The system operates as intended.

Event description:
The customer reported the system froze and alarmed as if it was creating exposures when it was not. There is no report of pt injury or death.